Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) treatment procedure stent damage occurred. While preparing a 4.0x24mm promus element drug eluting stent, the stent was damaged and was dislodged from the delivery balloon. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the unit has not been returned, therefore a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).